Event description:
The user filled a disposable with blood and set placed it into the trunnion, started the centrifuge and after two to three minutes the machine imbalanced. The user stopped the machine, replaced disposable and reran without incident. The centrifuge was returned in order to clean leaked blood. The product was not returned, however, investigation of the same lot of product on hand at harvest revealed a potential for failure of a similar type due to a high gate condition on a small percentage of disposables. Although the failure allows leakage, the leakage is of waste product in a prep procedure and does not necessarily terminate the procedure in all cases. By screening earlier and subsequent lots it was determined that a high gate condition was isolated to one receiving lot, therefore products remaining in finished goods were screened for the high gate condition and suspect devices removed and retested yielding an approximate .3% failure rate in the laboratory using worst case test conditions. Harvest's supplier has been notified and a full corrective/preventive action plan is being implemented. The blood which was spilled was contained within the sealed chamber and would not result in an injury to the pt or user. This event did not result in an exposure as defined by osha.